Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could not be confirmed. There was no allegation against the device, no malfunction, damage, or defects on the x-rays. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure with anatomic reduction for the three (3) cortex screw due to malalignment of distal ulna fracture. The proximal screws were retained. Distal screw removed as part of a distal fracture re-alignment. Once reduction was restored, new distal screws were implanted. The procedure was successfully completed with no surgical delay. The patient's status is unknown. This report is for one (1) unknown cortex screw. This is report 1 of 4 for (B)(4).